Event description:
Three days after surgery I had to go to the emergency room with vomiting and nauseousness due to implanting the medtronic synchromed ii model 863740. I could not handle the dose or perhaps the pump pumped too much for me. I was told by medtronics rep or dr. (B)(6) that I could travel anywhere and a rep would come and adjust the pump or someone would be there. On sunday after the surgery, I arrived at the ER and expected the pump to be returned, removed as the dr. On call suggested; as he said the amount I was receiving should not be causing this amount of trouble with such a small initial dose. The hosp that put it in and the surgery team that implanted the device did not have any individual they could call to come to the hospital. I was given some meds to last until I could show up at the puyallup baclofen clinic where I was verbally assaulted by tech (B)(4) (but I do not know if her name was (B)(4)). I was very ill and just repeated what the doctor on call said to have it removed. She screamed at me as I was on the verge of fighting vomiting that "they spent (B)(4) on you and you're not even giving it a chance". I had to then go to the surgeons office to see the physicians assistant to get some medications to get me through this initial problem. After getting such reactions and conflicting info from surgical team members, I decided to have the procedure reversed which I thought meant the removal of the pump. After many visits I was weaned off the medicine and then dr. (B)(6) had the tech remove the baclofen from the pump and filled it with saline, when they started to want to schedule refill dates for the saline, I told him I want the procedure reversed. They shut the pump off and told me the process was now reversed. If I wanted to get it removed out of my body I would have to pay the $(B)(4) myself because it wasn't covered by insurance, which I'm told was incorrect and(B)(4) would cover the procedure. The pump has been recalled and I'm told medtronics will pay for the procedure only if another device is implanted. Since the pump alarm was shut off on (B)(6) 2006 in a (B)(4) parking lot the alarm has been quiet. In the mean time I have banged the protruding device causing pain and stinging to the pump area. Now the alarm has been beeping at 22 mins after the hour and have had other types of beeps, I think. I tried to talk to my neurologist office because someone there deals with baclofen pumps but was told to go back to the original place that put my pump in. I explained to the person from doctor (B)(4) office that I will not go back to those people again, as I find them to be abusive at best. Now I don't know who to turn to for the device care that apparently the pump needs. I have allergies to baclofen tablets, which was listed in blood print in one brochure. Was said baclofen tablets meant that putting in the pump was contraindicated in the first place. I asked (B)(6) about this and she said no one ever had a problem and they just had to list anyways. My spasticity turns out to be from post polio syndrome plus head injuries and surgeries. Dates of use: 3 months and 19 days: (B)(6) 2006. Diagnosis or reason for use: spasticity, gait disorder. Event abated after use stopped or dose reduced? Yes and yes.